Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2009. She later experienced pain and elevated chromium blood levels. Pt has not yet scheduled a revision surgery.

Event description:
Litigation papers allege:patient was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2009. She later experienced pain and elevated chromium blood levels. Patient has not yet scheduled a revision surgery.***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to high ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2009. She later experienced pain and elevated chromium blood levels. Patient has not yet scheduled a revision surgery. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to high ion levels. Update: (b)(46 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.